Event description:
Related manufacturer reference number: 3006705815-2022-15044. It was reported the patient experienced swelling in the feet following a trial procedure on (B)(6) 2022. Surgical intervention took place wherein the leads were removed to address the issue. Exact date of explant is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Additional information received indicates the leads were explanted on (B)(6) 2022 and the swelling has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.